Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. Review of the device image indicated the cause of the backup vvi was a power-on reset. The device was tested on the bench and an intermittent capacitor connection to the hybrid was found to be the cause of the reported backup vvi.

Event description:
It was reported that patient presented to the clinic after the device was found to be in backup vvi mode via review of remote transmission. A download was unsuccessful and the device was still in backup vvi. The device was explanted and replaced due to power on reset backup. The procedure was successful and the patient was stable after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.